Manufacturer narrative:
The device was not returned for evaluation. The event description is consistent with the use of a potentially defective cannula.

Event description:
It was reported that during the surgical procedure, the is2000 monopolar curved scissors instrument was rubbing against the trocar and residue fell inside of the pt. The residue was retrieved and the planned procedure was completed with no delay. No add'l procedure was required. No pt harm, adverse outcome or injury was reported. The following medwatch reports were created for the instruments and cannula accessories returned from this site. MFR report# 2955842-2006-00160, 00161, 00162, 00163, 00164, 00181, 00182, 00183, 00184, 00185, 00186, 00187, 00188.